Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head. Pinnacle mtl ins neut36idx52od hip acetabular liner. Pinnacle sector ii cup 52mm hip acetabular cup. Summit por taper sz5 std off hip femoral stem. Pinn can bone screw 6.5mmx25mm hip acetabular cup screw. Pinn can bone screw 6.5mmx20mm hip acetabular cup screw. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: the patient had osteolysis behind their cup and cup loosening. The cup was removed, bone grafting was done, and another cup was placed. Update due to pinnacle mom litigation received. Litigation alleges friction and wear between cobalt-chromium metal head and liner caused large amounts of toxic metal ions in the blood, tissue and bone surrounding the implants resulting to squeaking, pain, discomfort, inflammation and elevated metal ions levels. The patient also developed metallosis with tissue damage. Doi: (B)(6) 2004; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.